Manufacturer narrative:
H4. Device mfg date is unknown. No information is available based on the reported serial number. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump generated a key-stuck alarm, which prevented the patient from completing the infusion. Therapy was paused during infusion to replace the pump, resulting in a delay in treatment. The issue could occur with a range of infusates, from total parenteral nutrition to chemotherapy drugs to distilled water. There was patient involvement, and no harm was reported.

Manufacturer narrative:
D9: date returned to MFR; 2/12/2026. E1: initial reporter zip code (B)(6). Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was confirmed; the key button was found stuck. The button was repaired. The probable root cause could not be determined.